Manufacturer narrative:
Siemens has completed an investigation of the event. As part of the technical investigation, a service engineer was sent onsite and completed an evaluation of the system. According to our technical experts, the gap dimensions of the patient table have been investigated and found within specification. According to the owner¿s manual (instructions for use), it is recommended to place patient's arms on their body and to use positioning aids when necessary and to observe the patient during all system movements and to press the stop key in urgent situations. The system works as specified and no further measures are deemed necessary.

Event description:
It was reported to siemens that an adverse event occurred while operating the somatom definition as CT system. Following examination, an elderly female patient grabbed the side of the table during table movements and her hand was clamped in the gap between the tabletop and side cover. The patient suffered a minor skin injury to the hand which did not require medical intervention. We are unaware of any further impact to the state of health of the patient involved.